Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery on (B)(6) 2015 due to "loosening/lysis" of the humeral head/glenoid components. The implanted tornier ascend stem and humeral head was removed as well as a tornier aequalis pegged glenoid component. Another device was implanted without incident.